Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure perforation on the left fallopian tube"), pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not undergo essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs and medical record received. Reporter and patient demographics were added. Event injury nos replace pelvic pain, vaginal bleeding, menorrhagia and does not undergo essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.